Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Reportedly, the customer did not consume food for the intended amount of bolus delivery and blood glucose (bg) level went "low"; bg value was not provided. Although requested, the customer declined troubleshooting and declined to provide additional information.